Manufacturer narrative:
Upon further review, bd has determined that the event is cascading and was previously reported in error. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter balloon was difficult to deflate due to resistance on (B)(6) 2021. The catheter was successfully removed on (B)(6) 2021, but the tip had an uneven surface. It appears to have been a mushroom-shaped balloon. There had recently been three cases of similar events.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was difficult to deflate due to resistance on (B)(6) 2021. The catheter was successfully removed on (B)(6) 2021, but the tip had an uneven surface. It appears to have been a mushroom-shaped balloon. There had recently been three cases of similar events.